Event description:
It was reported that the patient presented for a remote follow up. Review of transmission, revealed pacing inhibition due to noise over sensing on the right ventricular lead. Programming changes were done to resolve the issue. The patient condition was stable throughout.